Event description:
It was reported to boston scientific that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat strictures during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During procedure, the first flange of the axios stent did not expand after being deployed. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.